Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. (Customer¿s reference range: 0.70 ¿ 1.10 mmol/l) the following example results were provided: initial result = 2.84 mmol/l, repeat result = 0.84 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the instrument, performed multiple troubleshooting procedures including cleaning parts, realignment of the mixer, and full instrument decontamination. A single definitive cause for the falsely elevated magnesium results could not be determined; therefore, the architect c4000, serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systematic issues or trends related to the result issue described in this complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect c4000 serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. (Customer¿s reference range: 0.70 ¿ 1.10 mmol/l).the following example results were provided: initial result = 2.84 mmol/l, repeat result = 0.84 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.